Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report scratches on the lcd display and low blood glucose levels ranging from 50 to 150 mg/dl. It was determined that the insulin pump was functioning as designed, and no product was returned for analysis.